Manufacturer narrative:
The reported event was lead ¿could not be fixed¿. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to fixed in the right ventricle. The lead was not used and replaced. There were no patient consequences.